Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini enhanced meter was prompting an unspecified error message and also reported that the meter's display was cracked and blurry. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6), 2012 at 8am he accidentally dropped the subject meter into a sink with water. When he retrieved the meter from the sink, the patient noticed that the display was cracked as a result of the fall. Despite the display issue, the patient confirmed he attempted to test his blood glucose; however, obtained an error message. The patient did not recall which number was associated with the error message. The patient reported that approximately 30-40 minutes after obtaining the alleged error message he "passed out". The patient stated he was found by a friend who contacted emergency services. The patient reported he was taken to the ER by the paramedics; however, he did not know if the paramedics treated him prior to his arrival to the hospital. The patient reported that his blood glucose when tested with the ER/hospital meter was "17.3 mmol/l (311 mg/dl)" and he was treated with 15 units of novorapid insulin. The patient claimed to have regained consciousness after being administered the insulin. During the follow-up call, the patient informed the csr that he remained in the hospital for 2 days for observation. The patient denied receiving treatment for any other condition. The patient informed the csr that morning, prior to dropping the meter, he had woken up feeling dizzy. The patient reported that his blood glucose (bg) had been running higher than usual since (B)(6), 2012. The patient mentioned that he was obtaining readings in the "13.x mmol/l" range. The patient informed the csr that he manages his diabetes by taking a set dose oforal medication (metformin) and a fixed dose of novorapid insulin in the morning (24 units) and a fixed dose of 10 units before supper in the evening. The patient denied making any changes to his usual diabetes regimen after obtaining the error message. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after he was unable to obtain a reading with the subject meter. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.